Manufacturer narrative:
Covidien reference number: (B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to replace the pump assembly.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator was making noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.